Event description:
The female pt received a 3.0 x 18mm cypher select plus stent in the mid lad. Two days after the procedure, the pt had an anterior non q-wave myocardial infarction (mi). Angiography showed stent thrombosis in the target vessel. Pt was treated with balloon dilatation.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.